Manufacturer narrative:
The company rep replaced the power switch (part number 0012-00-0834). The iabp was tested to factory specification. It functioned normally and was returned to the customer.

Event description:
The customer reported that while the iabp was in use on a pt, the iabp display went blank. The pt was switched to another iabp and therapy was continued. No pt injury was reported.